Event description:
Patient was a critically ill patient who died during an MRI examination. Prior to the examination, a pulse oximeter was placed on patient, but it did not provide any readings. During the MRI, the patient was connected to an MRI-compatable mechanical ventilator. When removed from the MRI machine patient was pulseless. Initial review did not suggest that his death was other than the expected death of an extremely ill patient. Subsequent review suggested that the patient may have been incorrectly connected to the ventilator.